Manufacturer narrative:
Please disregard the previously reported medwatch for this complaint as the reported issue was determined to be on another manufacturer's product. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the heart lung machine (hlm) needed repaired. No further detail or malfunction was noted with the hlm. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per clinical review: the clinician spoke with end user at (B)(6) hospital due to their request. The end user had confirmed with both the biomed and the operating room hospital management that the heart lung machine was not in question for failure, but either the sechrist blender or their forane vaporizer was the equipment in question on the cpb procedure performed on (B)(6) 2020. The end user initiated bypass without issue from a mechanical standpoint. The blood was dark and he troubleshooted his vaporizer and blender accordingly. There was no harm, blood loss or delay in surgery.